Manufacturer narrative:
A visual evaluation of the returned device initially revealed no physical defects. The metal needle was present, properly bonded, and without issue. The sheath was cut at the distal end to visualize the inner part of the needle; once the needle was cut, an occlusion was able to be identified at the inner part of the needle. An x-ray was performed; to determine if the source of the occlusion was due to a metal protrusion of the needle, however no occlusion could be seen. A functional evaluation with working length formed two 2¿ diameter loops and revealed that the needle would extend and retract without issue. The handle operation was smooth when actuating the device. A second functional analysis revealed that water was injected through the device and ran until 10 cm approximately from the proximal end of the needle. The sheath was cut at the distal end to remove the needle. Once the needle was removed, a spare lab syringe was filled with water and water was able to flow across the whole sheath section. Based on the condition of the returned device, and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. There is an investigation to address this issue. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that an interject¿ needle was used in the stomach during a hemostasis procedure performed on (B)(6) 2017. According to the complainant, during the procedure the needle was occluded. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation of the returned device initially revealed no physical defects. The metal needle was present, properly bonded, and without issue. The sheath was cut at the distal end to visualize the inner part of the needle; once the needle was cut, an occlusion was able to be identified at the inner part of the needle. An x-ray was performed; to determine if the source of the occlusion was due to a metal protrusion of the needle, however no occlusion could be seen. A functional evaluation with working length formed two 2¿ diameter loops and revealed that the needle would extend and retract without issue. The handle operation was smooth when actuating the device. A second functional analysis revealed that water was injected through the device and ran until 10 cm approximately from the proximal end of the needle. The sheath was cut at the distal end to remove the needle. Once the needle was removed, a spare lab syringe was filled with water and water was able to flow across the whole sheath section. Based on the condition of the returned device, and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. An investigation to address this issue has been completed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that an interject needle was used in the stomach during a hemostasis procedure performed on (B)(6) 2017. According to the complainant, during the procedure the needle was occluded. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject¿ needle was used in the stomach during a hemostasis procedure performed on (B)(6) 2017. According to the complainant, during the procedure the needle was occluded. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.